Event description:
It was reported that this right ventricular lead experienced dislodgement. Due to this, noise and loss of capture were observed. It was decided to explant and replace this lead. This lead is not expected to be returned. No further adverse patient effects were reported.